Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had lost sensor. It was reported that the electrode was missing from the sensor. It was reported that replacement would be sent out. No further information provided.